Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. Vessel morphology had moderate calcification. It was reported that the pt presented emergently with severe abdominal and back pain. The physician elected to remove the stent graft from the pt. The films revealed that the stent graft had migrated approx 1.6 cm resulting in a type I endoleak. It was reported that the pt's aortic neck had dilated due to disease progression. The physician elected to remove the stent graft from the pt. The physician surgically converted the pt to a conventional stent graft. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (patients aortic neck had dilated due to disease progression). Evaluation conclusions: device failure/lack of effectiveness related to patient condition.